Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-19881. The pt reported she is experiencing heating at her ipg site while charging. The pt uses a pillow over the antenna while charging. The pt also stated she feels warmth when her stimulation is on. The pt was advised not to use a pillow over the antenna while charging. The pt will be sent a new le charger. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.